Event description:
Add'l info from MFR 12-13-02: tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
Received a christensen fossa bilaterally. One year later pt began having grand mal seizures for the first time. Pt now has persistent migraine and facial swelling which has closed off the ear canal and causes black eyes. Screws from fossa have loosened and have penetrated through to the zygomatic arch. Pt is in need of both fossas being removed.